Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to stress or handling or other factors. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported that the subject device was leaking. The subject device was sent to an olympus service center for evaluation. During inspection and testing, a gap was found in the adhesive on the distal end of the device. This report is being submitted for the malfunction found during evaluation (gap in adhesive). There were no reports of patient harm associated with this event.

Manufacturer narrative:
During inspection and testing, a gap was found in the adhesive on the distal end of the device between the acoustic lens and ultrasound probe. The reported issue (leak) was confirmed during testing due to deformation of the scope connector, deformation of the electrical connector guide pin, and damage to the forceps elevator pipe. In addition, the scope body was cracked, the ultrasound image was defective with missing elements due to damage on the ultrasonic probe and damage on the acoustic lens, the adhesive on the bending section cover was cracked, and angulation in the down direction did not meet standard value due to wear on the angle wire. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.